Manufacturer narrative:
Additional, changed, and / or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional reported injecting a patient in the chin with 2cc of juvéderm voluma® xc. That same day, the patient experienced a ¿vascular occlusion¿ in the left side of the chin, in the in the ascendery mental a or transverse mental a. That day, the patient had an ultrasound that confirmed "occlusion" and the patient was treated with hyaluronidase. The next day, another ultrasound was performed, again confirming "occlusion" and the patient was treated with more hyaluronidase, totaling 9 vials. The event is ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the chin with 2cc of juvéderm voluma® xc. That same day, the patient experienced a ¿vascular occlusion¿ in the left side of the chin, in the in the ascendery mental a or transverse mental a. That day, the patient had an ultrasound that confirmed "occlusion" and the patient was treated with hyaluronidase. The next day, another ultrasound was performed, again confirming "occlusion" and the patient was treated with more hyaluronidase, totaling 9 vials. The event is ongoing.